Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced loss of cgm signal between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet bionic pancreas shortly after onset, and the user indicated they would wait to see if readings resumed. No adverse clinical symptoms reported. Outcomes included no health impact or need for medical intervention. User support included remote troubleshooting and education regarding cgm signal loss. Investigation of this case revealed a communication interruption between the cgm and the ilet, with the responsible device not identified and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information to attribute the event to a specific device or user factor.